Manufacturer narrative:
Image review: one media file was provided for review. During valve deployment, the guidewire appeared to be advanced somewhat deep into the left ventricle. Maintaining control of the guidewire throughout procedure ensures stable deployment and prevents injury to the ventricle wall: for all wires with a transition point, ensure the transition point is held above the apex and pointing away from the ventricle wall; maintain strict fluoroscopic surveillance of the guidewire in the left ventricle. It was reported the patient developed a pericardial effusion; cardiac surgery was performed but subsequently died. The pericardial effusion could have been caused by the guidewire in the left ventricle or the temporary pacing lead. However, in this case, it is not possible to confirm what caused the pericardial effusion reported. As stated in the instructions for use (IFU), potential risks associated with the implantation of the bioprosthesis may include, but are not limited to, the following: death, cardiac tamponade, cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). The patient¿s executive summary was not provided for anatomical review. Updated: b5, e1, e2, e3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty (bav) was performed. After the bav, severe hypotension occurred. Vasoactive medications were administered, but the blood pressure was unresponsive. The valve was implanted emergently. Soon after, a pericardial effusion was identified by echocardiography. Subsequently, pericardiocentesis was performed, along with the administration of an anticoagulant antagonist medication and the infusion of blood products and vasoactive medications. The patient developed cardiac arrest and was resuscitated after 10 minutes. The procedure was changed to cardiac surgery and a thoracotomy was performed. A laceration was identified in the left ventricle caused by the non-medtronic guidewire, causing the pericardial effusion and cardiac tamponade. Sutures were placed, but due to the critical condition, the patient died one hour after surgery. Additional information was received that per the physician, the cause of death was pericardial effusion and the valve and delivery catheter system (dcs) were excluded as a contributing cause to the death.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vproplus-29, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4) other medical products in use during the event include: product ID l-evprop23-29 (lot: 0012079675); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve replacement, a pre-implant balloon aortic valvuloplasty (bav) was performed. After the bav, severe hypotension occurred. Vasoactive medications were administered, but the blood pressure was unresponsive. The valve was implanted emergently. Soon after, a pericardial effusion was identified by echocardiography. Subsequently, pericardiocentesis was performed, along with the administration of an anticoagulant antagonist medication and the infusion of blood products and vasoactive medications. The patient developed cardiac arrest and was resuscitated after 10 minutes. The procedure was changed to cardiac surgery and a thoracotomy was performed. A laceration was identified in the left ventricle caused by the non-medtronic guidewire, causing the pericardial effusion and cardiac tamponade. Sutures were placed, but due to the critical condition, the patient died one hour after surgery.